Event description:
A consumer reported poor near and distance vision following intraocular lens (iol) implant surgery. The consumer has not provided the name of the surgeon. Additional information has been requested from the consumer.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation; the device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Additional information was requested from the consumer by email on 01/18/2010. (B) (4). (B) (4). (B) (4).